Event description:
The physician was attempting to use the penumbra aspiration pump for a stroke procedure. After putting the filter on the pump, the nut became stripped. The pump was not used during the procedure, it was tested on the back table before use and was not working.

Manufacturer narrative:
Results: the filter nut is no longer attached to the pump and the internal connection is misaligned with the external pump housing. It is not possible to reattach the nut. In order to test if the filter nut was stripped, a demonstration filter was attached to the nut. There was no issue attaching the filter and the nut threads were undamaged. The pump is non-functional. Conclusion: the complaint was not confirmed as reported. The complaint described that the nut was stripped when the pump filter was attached. If the hospital over tightened the filter on the pump, the pump filter nut may have loosened and eventually detached from the internal connection for the filter nut. It is possible that someone attempted to repair the pump resulting in the removal of the brass fitting for the pump filter and misalignment of the external pump housing.